Event description:
It was initially reported that patient enrolled in a clinical study underwent a total left hip arthroplasty on (B)(6) 2004. A subsequent revision was performed on (B)(6) 2010, due to metallosis and bone/tissue damage. Additional information received indicates patient also underwent an initial right hip arthroplasty on (B)(6) 2006. Subsequently, a revision occurred on (B)(6) 2007, due to acetabular cup loosening.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided: product identification/expiry date. 510(k) number. Manufacture date. This medwatch is being sent to report the revision of the patient's right hip. The patient's left hip revision procedure was reported on medwatch number 1825034-2013-02668.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was initially reported that patient enrolled in a clinical study underwent a total left hip arthroplasty on (B)(6), 2004. A subsequent revision was performed on (B)(6), 2010 due to metallosis and bone/tissue damage. Additional information received indicates patient underwent a right total hip arthroplasty on an unknown date. Patient was revised on (B)(6), 2006 due to a fractured stem. Patient underwent another revision procedure on (B)(6), 2007 due to a loosened acetabular cup.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 2 of 4 mdrs filed for the same event (reference 1825034-2013-02668 & 04786 & 2014-02753-4).

Event description:
It was reported a patient enrolled in a clinical study underwent a right total hip arthroplasty on (B)(6), 2003 and a left total hip arthroplasty on (B)(6), 2004. Subsequently, patient underwent a right hip open reduction internal fixation procedure on (B)(6), 2003. Patient underwent a right hip revision procedure on (B)(6), 2003 due to an unknown reason. Patient underwent another right hip revision procedure on (B)(6), 2006 due to a fractured stem. Patient underwent another right hip revision procedure on (B)(6), 2007 due to a loosened acetabular cup. Patient underwent a left hip revision procedure on (B)(6), 2010 due to metallosis and bone/tissue damage. The modular head, acetabular cup and liner were removed and replaced with competitor cup and liner and a biomet head.